Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation primary with mentor memorygel boost, 400cc on the left side, and unknown gel on the right-side silicone prosthesis experienced left sided capsular contracture grade IV, device migration, and right sided hypertrophic scar post operation. The issue was diagnosed through physical examination. As a result, the patient scheduled for left sided capsulectomy and replacement with l- smhb 375cc (sn (B)(6)), and bilateral breast anchor lift revision on (B)(6) 2026. This report relates to the right side.

Manufacturer narrative:
On february 9, 2026 ; mentor became aware that the initial report awareness date and due date were incorrect. The correct awareness date is february 03, 2026 which makes the due date march 5, 2026. Therefore the initial report is not late. Manufacturer¿s reference number: (B)(4).